Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter pulled apart. During preparation, a 135/20 renegade¿ hi-flo¿ kit pulled apart upon being taken out of the hoop. The device did not enter the patient's body. The procedure was complete with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic inspection of the hub, shaft and tip revealed that the device was broken/damaged from 12cm from the hub to 18cm distally. The shaft was not completely separated the inner liner was still connected. There was damage on the distal end of the device in the form of flattening located at 13.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "flush the catheter surface prior to removal from the carrier hoop. There is evidence that the customer did not flush the carrier tube before withdrawing the catheter." (B)(4).

Event description:
It was reported that the catheter pulled apart. During preparation, a 135/20 renegade hi-flo kit pulled apart upon being taken out of the hoop. The device did not enter the patient's body. The procedure was complete with a different device. No patient complications reported.